Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional narrative: patient information is not available for reporting. Device is an instrument and is not implanted/explanted. The subject device is expected to be returned to the synthes manufacturer for evaluation but has not yet been received. A service history record review was attempted for the subject device; however it could not be completed because the device is a lot/batch controlled item. The release to warehouse date of the device is dec 3, 2013. The service history review is unconfirmed. A device history record review has been requested. The subject device has been received and is currently in the evaluation process. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that two sternal zipfix application instruments were not tensioning. It is unknown if the reported devices and tensioning issues were discovered during a surgical procedure or routine testing. There was no report of patient harm or surgical delay. This report is 2 of 2 for (B)(4).

Manufacturer narrative:
Manufacturing location: (B)(4). Manufacturing date: november 26, 2013. No non-conformance reports were generated during production that would contribute to the complaint condition. The review of the device history record shows that there were no issues during the manufacture of the product that would contribute to the complaint condition. A service and repair evaluation was completed: the customer reported the item would not tension. The repair technician reported lube/oil/clean as the reason for repair. The cause of the issue is unknown. No parts were replaced. The item was repaired per the inspection sheet, passed synthes final inspection and will be returned to the customer upon completion of the service and repair process. The evaluation was confirmed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.